Event description:
During assistance with a system error (se) 2240 that occurred on the homechoice (hc) during use, during drain 4 of 5; the home patient (hp) stated they had not disconnected, and there were no source of a leak found. The technical service representative (tsr) assisted with troubleshooting and ending therapy. The tsr also advised the hp to notify their peritoneal dialysis registered nurse (pd rn). During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they did end therapy for the night. The hp stated the next morning they went to the clinic and told their nurse about the alarm. The hp stated nothing unusual was noticed with the supplies that could have caused the alarm. They stated they have been continuing therapy and it is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Evaluation summary: the report of a system error 2240 was not confirmed and the assignable cause is undetermined because returned companion set did not duplicate the alarm. A review of all batch record documents was performed with no issues noted during the manufacturing process baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.